Manufacturer narrative:
(B)(4). Date sent: 9/30/2020. D4: batch # n56e7p. Investigation summary: the analysis results showed that one ecr60b reload (b) was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. Event described could not be confirmed as the reload was received fully fired. It should be noted that as part of our quality process, all devices are manufactured, inspection, and released to approved specifications. The analysis results showed that one ecr60b reload (a) was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. Event described could not be confirmed as the reload was received fully fired. It should be noted that as part of our quality process, all devices are manufactured, inspection, and released to approved specifications. The analysis results showed that one ecr60b reload (c) was received unfired. The returned reload was loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. The event described could not be confirmed as the reload performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy, the ecr60b cut the tissue after trigger was pulled, but it didn't staple. The surgeon continued the surgery by suturing the tissue. Surgery was not delayed and there were no patient consequences. No additional information is available at this time.